Event description:
Per repair statement, the unit was alarming or red light. The key failure was the sieve beds were defective. Additional malfunctions were the filter for the cabinet were dirty, the knob for the control panel was scratched, the manifold was contaminated, the muffler for the manifold was contaminated, the clamp for the manifold was replaced, the zip tie for the manifold was replaced, and the heat exchanger for the compressor was leaking.